Manufacturer narrative:
Evaluation of the returned external portion of driveline from the heartmate ii lvas revealed an incidental finding of superficial damage to the outer silicone jacket. D4, h4: additional information. Manufacturer's investigation conclusion: review of the patient¿s submitted log file confirmed low speed events and pump stoppages, however, evaluation of the patient¿s replaced portion of the driveline from the heartmate ii lvas did not find damage that could have contributed to the events seen within the log file. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2019. The pump was set to a fixed speed of 9400 rpm and the low speed limit was set to 8800 rpm. The pump operated above the low speed limit until (B)(6) 2019 at 10:13:51 pm when the patient experienced low speed operation events which continued intermittently through 10:14:06 pm. The pump regained speed on its own until (B)(6) 2019 at 2:22:54 am when further low speed operation was recorded, which progressed into a pump stop at 2:22:57 am. The pump temporarily regained speed on its own until further low speed operation was recorded at 2:23:05 am and another pump stop at 2:23:07 am. The patient¿s driveline was disconnected twice during the abnormal pump operation. The patient was operating on their mobile power unit or power module for all abnormal pump operation. Although a direct cause for the abnormal pump operation seen within the log file could not be conclusively determined through this evaluation, based on previous complaint experience, the type of behavior captured within the log file could be indicative of a potential driveline issue. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 18.5 inches of the external portion of the driveline was returned for evaluation, along with approximately 2 inches of individual wire segments. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. The driveline had rescue tape from approximately 1 inch to 10 inches from the controller connector. Silicone sleeve was cut approximately 2.5 inches, 4.5 inches, 8.25 inches from controller connector (figure 2). The bionate layer was discolored but otherwise unremarkable (figure 3). The metal braided shield had constant wear through entire returned portion of the driveline with significant breakdown approximately 2 inches to 3.5 inches from the controller connector (figure 4). The underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion (figure 5). Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The account reported no further issues since the driveline repair. The patient remains ongoing on vad support on an ungrounded patient cable. The remaining portion of the heartmate ii lvas besides the external portion of driveline, was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years 5 months 1 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient had a taped driveline and was experiencing pump stops while attached to an mpu and power module. This type of behavior has been linked to potential issues with the percutaneous lead. On (B)(6) 2019 tech services arrived onsite for a driveline evaluation/repair. Tech services performed the repair three inches from the exit site. The patient remained tethered on an unshielded patient cable without issue. No additional information was reported.